Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An adverse event of increased depression was reported for the patient and noted to be possibly related to stimulation. The outcome was noted to be not recovered/not resolved. No other relevant information has been received to date.

Event description:
Additional information received noting that the increase in depression is no longer reportable as the event was found to not be related to the vns.

Event description:
Additional information received noting that the start date for ae#8 - increased depression, was updated.

Event description:
Additional information received noting that the increase in depression is reportable again and possibly related to stimulation.

Event description:
Additional information received noting that the outcome for the reported depression is now recovered/resolved.